Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure in the power supply. A field service engineer replaced the faulty cable connecting the power supply to the communication sled to rectify the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was autonomously powering on and off. The customer noted a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.